Manufacturer narrative:
In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The explanted device is not available for evaluation as it was discarded. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards learned through the implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 10 months, 4 days due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected coding to section h6. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors as the onset of infection was over 60 days from device implantation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned through the implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 10 months, 4 days due to dehiscence and endocarditis. Per received medical records, the patient presented with cardiogenic shock, acidosis and hepatic failure. Vegetation of the pacemaker lead could not be ruled out. The patient underwent patch repair of tricuspid valve, mvr, avr with homograft root replacement. The aortic valve was found to have complete dehiscence and massive amount of infected material (both on the valve and surrounded in the root). There was also extensive destruction of the mitral valve and the tricuspid valve. The first attempt to remove from bypass was complicated by bleeding at the inflow suture line at the posterior medial trigone, where there was maximum tissue destruction. The second attempt to remove from bypass was complicated by marked lv and rv dysfunction, despite aggressive measures. The patient was pronounced dead in the operating room.